Event description:
It was reported that the patient experienced an infection at the implant site and the device was subsequently explanted on (B)(6) 2023. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report. This report is submitted on february 06, 2024.

Event description:
Correction: there was no infection at the implant site as previously reported.

Event description:
Per the clinic, the patient experienced an extrusion of the electrode lead into the external auditory canal (specific date not reported).